Event description:
Caller reported difficulty in pressing the wake button on the pump, requiring multiple presses to turn on the screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.